Manufacturer narrative:
The device was received for investigation with the pod fully deployed. No damages or manufacturing defects were found that would contribute to the reported needle mechanism failure, and no timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. There were no problems found with the reported needle mechanism failure. The cannula was observed to be shortened, measuring 0.8190 inches from the nail head. Fluid could not flow through the complete fluid path due to the shortened cannula. A leak test was conducted by clamping the shortened cannula and no other leaks were found. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.4. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the cannula had partially retracted, it was not completely deployed, indicating a needle mechanism failure. Insulin leakage during wear was also noted. Additionally, the patient¿s blood glucose level was reported to have begun rising. The pod was worn for approximately 1 to 4 hours. No treatment information was provided.